Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of greater 500 mg/dl. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea, vomiting, abdominal pain and large ketones due to high blood glucose and also gave positive test for ketones. The customer was treated high blood glucose with insulin pump, manual injection and by elevating sugar. Based on customer report customer did not allege pump was under delivery. The customer did not notice air bubbles and leak in both reservoir and infusion set. The customer was unable to perform high pressure test at this time. Customer reported that bolus history displays all bolus entries based on their recollection. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.